Event description:
It was reported that during a hysteroscopy procedure, the forceps broke through the sheath. The uterus was perforated. Surgery time was extended 30 minutes, and the pt had to stay overnight in the hosp.